Event description:
Atrial unipolar lead impedance warning on 08-sep-2023. Reference report: mw5155452. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).